Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.75mm rotapro and a rotawire guidewire were selected for use. The 1.75mm rotapro and a rotawire guidewire were advanced inside the patient in dynaglide mode. Rotational speed was set to 180,000 rpm. Damage was observed to the rotawire guidewire and both the 1.75mm rotapro and a rotawire guidewire were removed together from the patient. After removal it was observed that the rotapro and a rotawire guidewire were stuck together. The procedure was completed successfully with another rotapro device. No patient complications were reported.